Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange ( a known risk factor), according to the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 for symptom of abdominal pain. It was reported the patient is on antibiotic therapy for peritonitis during the hospitalization. There were no reported allegations that the event was related to fresenius products. In an additional call with the patient¿s pd nurse, it was confirmed the patient was admitted into the hospital for peritonitis (characterized by abdominal pain) on (B)(6) 2024. The nurse provided that the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. Furthermore, the nurse stated the patient had concomitant diverticulitis. The patient was transitioned to hemodialysis for renal replacement needs to give the patient¿s abdomen a rest (per physician order), according to the pd nurse. The patient received intravenous antibiotic therapy with vancomycin (dose unknown). The nurse stated the patient is recovering from the event but remained in the hospital as the time follow-up was completed. The nurse stated the patient did not have any issues with fresenius products in relation to the event. The nurse stated the patient admitted to several infection control breaches during the pd exchange. It was indicated that the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Correction: d4 (correction) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 for symptom of abdominal pain. It was reported the patient is on antibiotic therapy for peritonitis during the hospitalization. There were no reported allegations that the event was related to fresenius products. In an additional call with the patient¿s pd nurse, it was confirmed the patient was admitted into the hospital for peritonitis (characterized by abdominal pain) on (B)(6) 2024. The nurse provided that the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. Furthermore, the nurse stated the patient had concomitant diverticulitis. The patient was transitioned to hemodialysis for renal replacement needs to give the patient¿s abdomen a rest (per physician order), according to the pd nurse. The patient received intravenous antibiotic therapy with vancomycin (dose unknown). The nurse stated the patient is recovering from the event but remained in the hospital as the time follow-up was completed. The nurse stated the patient did not have any issues with fresenius products in relation to the event. The nurse stated the patient admitted to several infection control breaches during the pd exchange. It was indicated that the peritonitis was due to patient breach in aseptic technique.